Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was exposed. Another 5f mynxgrip vcd was used to complete the procedure. There was no reported patient injury. The device was intended to be used to close the patient's femoral arterial access site. The tech opened the sterile tray, grasped the grey shuttle and removed the device from the tray by lifting it up and sliding the device out laterally. The shuttle handle was not displaced. The user was trained to the device. The device was stored according to the instructions for use (IFU), but it was not prepped due to the sealant being exposed. The device was eventually returned.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was exposed. Another 5f mynxgrip vcd was used to complete the procedure. There was no reported patient injury. The device was intended to be used to close the patient's femoral arterial access site. The tech opened the sterile tray, grasped the grey shuttle and removed the device from the tray by lifting it up and sliding the device out laterally. The shuttle handle was not displaced. The user was trained to the device. The device was stored according to the instructions for use (IFU), but it was not prepped due to the sealant being exposed. One non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with no syringe returned for this evaluation. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was exposed on the catheter shaft, and the advancer tube was exposed. No additional anomalies were observed during this visual analysis. An attempt was made to perform the inflation/deflation test. However, during this attempt, a longitudinal tear was noted in the balloon. A high magnification evaluation was executed to evaluate the balloon area. During this analysis, the presence of a longitudinal tear was observed. The reported event of ¿sealant sealant exposed prior to use access site not lost¿ was observed during analysis of the device. The sealant was exposed along the catheter shaft. Additionally, during evaluation, the event of ¿balloon balloon loss of pressure¿ was observed since the balloon presented a longitudinal tear. The cause of the events could not be determined. Handling factors are a possible contributing factor since the issue occurred during prep. Vessel tortuosity was reported it should be noted that the device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant does not migrate from its manufactured position during transit. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.